Manufacturer narrative:
Not in manufacturing mode. Unit received with minor scratched lcd window, keypad overlay texture damage, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test or lock reservoir in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage and the top of reservoir compartment was cracked. Customer's blood glucose level was high and it was 24 mmol/l. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis